Event description:
Following a rotoblade procedure of a highly calcified lesion, a coronary stent with delivery system was successfully advanced and deployed at the target lesion site in the patient's right coronary artery. Subsequently, a "mild haziness" and a "possible" dissection were reported distal to the deployed stent. In response, a second stent was successfully placed distal to the first stent. However, it was reported that the "haziness" progressed to an obvious blood clot formation. A third stent was successfully placed distal to the second stent to address the reported blood clot formation. However, since the blood clot was reported to be persistent, the patient was subsequently transferred for coronary revascularization surgery. There were no complications reported relative to this event.